Event description:
Additional information received notes that the patient's implantable cardiac monitor (icm) was reprogrammed to address post sensed t wave oversensing. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was presented with unspecified oversensing on their implantable cardiac monitor.